Manufacturer narrative:
Extended investigation has been performed on the reported sensor. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were observed. The complaint is not confirmed.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on an unspecified date customer noticed skin irritation at the insertion site. Customer reported having contact with a healthcare provider and was prescribed fucicort cream (fusidic acid/betamethasone), an antibiotic/corticosteroid preparation. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned, however, an extended investigation will be undertaken. A follow-up report will be filed once the additional information is obtained. The date when the event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on an unspecified date customer noticed skin irritation at the insertion site. Customer reported having contact with a healthcare provider and was prescribed fucicort cream (fusidic acid/betamethasone), an antibiotic/corticosteroid preparation. No additional treatment was reported. There was no report of death or permanent injury associated with this event.